Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noise. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noise. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead experienced fracture and was explanted and replaced.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noise. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead experienced fracture and was explanted and replaced. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 90 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.